Event description:
Related manufacturer reference numbers: 2017865-2023-47022. It was reported that the patient presented in emergency department. Upon interrogation, it was found that the right ventricular lead exhibited no capture, r-wave amplitude variation and diaphragmatic stimulation. Patient felt pain due to the stimulation. Upon chest x-ray, it was revealed that the right atrial lead exhibited had dislodged as well. No intervention was performed. Patient condition was stable.